Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced occlusion alarms on (B)(6) 2026 due to a bent cannula at the insertion site, which resulted in an elevated blood glucose level of 470 mg/dl accompanied by ketones. The patient subsequently visited the ER and remained hospitalized, including an ICU admission. The patient was treated with intravenous fluids, saline, and insulin, after which the event resolved. The infusion set had been inserted in the abdomen, and the cannula was replaced. No further information is available.